Manufacturer narrative:
Additional information: d9, h3, h6. H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage,clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter adapter of a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter which resulted in a leak. This occurred during an unspecified process step of pd therapy. To resolve this issue, the transfer set was replaced, and the patient was given antibiotics as prophylaxis treatment. There was no allegation against the titanium adapter, and the adapter was still in use. There was no patient injury associated with this event. No additional information is available.